Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac and left common femoral veins using an indigo system flash aspiration catheter (flash catheter), an element vascular access sheath (element) and a guidewire. It should be noted that the patient had bilateral iliac stents. During the procedure, the physician used contralateral access and completed two passes using the element sheath and the flash catheter. The element was not providing good support; therefore, the physician exchanged the element with a non-penumbra sheath and completed one pass. The physician experienced resistance while advancing the flash catheter through the sheath and noticed under fluoroscopy that the sheath and the flash catheter were kinked. While attempting to retract the flash catheter, the flash catheter fractured at the mid shaft. The physician removed the fractured part of the flash catheter by inflating a balloon in the sheath. It was reported that there was a steep bifurcation in the iliac stents, which made for an acute angle to navigate. The angle may have caused the non-penumbra sheath to kink. The procedure was aborted at this point. It was reported that the patient had a vagal response to the physician trying to remove the device and a drop in the heart rate. Advanced cardiovascular life support (acls) protocol was followed. A temporary venous pacemaker was put in that was removed before the patient left the room and a defibrillator was used at least once. The patient recovered from this with no issues.